Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and morphine at unknown concentrations and dosages via an implantable pump for non-malignant pain and chronic low-back pain. On (B)(6) 2016, it was reported that the patient experienced at the pump pocket site. It was reported that the patient¿s pump dacron pouch caused a cellulitis infection while the patient was still in the hospital. The patient¿s infectious disease doctor was doing 2 infusions every day for 8 weeks and was not able to get rid of the infection. The entire system was explanted in (B)(6) of 2016. Additional information was received from the patient's healthcare provider (hcp) on (B)(6)2016. It was reported that the dacron pouch was not the source of the infection, but that the cellulitis infection had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.